Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - head. The location of the reported product is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip revision approximately 14 years post implantation due to elevated metal ion levels and osteolysis. During the revision, noted a pseudocapsule, amber color fluid, granuloma debris, lytic defect in the posterior acetabulum. The femoral head and bearing surface were exchanged, and the lytic defect was managed with bone grafting and bone cement augmentation without complication. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha with unknown products. During a follow-up it was noted there is a large osteolysis superior to the acetabulum. No other findings were noted. Another follow-up noted minimally elevated cobalt ions. X-rays confirm periacetabular osteolysis. Patient subsequently underwent a revision. During the procedure pseudocapsule followed by amber colored fluid was encountered. Acetabulum was well fixed noted large lytic defect posteriorly. Femoral stem was found well intact with no evidence of loosening. New head was implanted with excellent stability. All other implants remained implanted. No other findings noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.